Event description:
It was reported that the implantable cardiac monitor (icm) was detecting false bradycardia episodes due to undersensing qrs complexes. Upon review of stored records, oversensing of complexes was noted. The device remains in use. No patient complications have been reported as a result of this event.